Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had all patient order was not crossing over to the station. The customer reported that the malfunction occurred when user tried to issue medication to patient and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the patient order was not crossing over the station. A field service engineer closed the complaint, since the customer confirmed that the issue has been resolved. The system functioned as intended after the field service engineer verified the device.